Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the new device was opened and the setscrew was in the extended position. While the physician attempted to retract the setscrew, part of the "plastic covering" came off which exposed the setscrew. A new device was used. No patient complications have been reported as a result of this event.